Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that there was further observation on the same case. It was indicated that there inappropriate mode switches occurring due to far field r-wave (ffrw) oversensing on the right atrial (ra) lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.